Event description:
The customer reported having unexplained high blood glucose for the last three days. The blood glucose was 305 mg/dl, and he has treated with the insulin pump and manual injection. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. Advised to remove the cannula and found that it was bent. Advised the customer to change the infusion set. The customer stated that his glucose measured 510 mg/dl the night before, and he bolused. Hours later, his glucose went higher than 600 mg/dl. The customer treated with a manual injection and his sugar dropped to 210 mg/dl. Ten minutes after he checked again, his glucose went up to 310 mg/dl. The customer called back 3 days later and stated that his blood glucose again went up over 600 mg/dl, and it has been up and down. Instructed the customer to go to the hosp and contact his dr as the insulin pump was functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.